Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue during needle plunger retraction was confirmed. In addition, the device was returned with the posterior portion of the foot detached and was not returned with the device. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, an issue occurred retrieving the suture. When the needle plunger was removed, no suture was attached. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reportedly trained in the use of the proglide device. Subsequently, the device was returned to abbott vascular. Initial, visual inspection of the device revealed that the posterior portion of the foot had detached and was not returned. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, follow up contact with the customer indicated they could do not recall the specifics of the incident. The customer was not aware that the posterior portion of the foot had detached. There was no incident noted regarding foot detachment. Reportedly, there was no additional patient complication nor complaint noted. The customer was unable to provide any further information.